Manufacturer narrative:
Serial # = na.

Event description:
It was reported that during a colon resection procedure, with the second reload, the device made a noise and the staples fired but did not form and the device fully cut. The surgeon sutured the area and another device was used to complete the procedure. The procedure was extended due to the suturing of the staple line.